Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not charging and subsequently shut down. Additionally, it was reported that the customer received a power source alert after plugging the pump into a wall outlet. Subsequently, the battery gauge was noted to be fluctuating. Customer's blood glucose level ranged from 70-112 mg/dl reportedly, the alert cleared and the pump successfully began charging after leaving the pump plugged into the power source.